Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device replacement procedure, significant insulation break was observed on right ventricular lead. Lead was tested, and high pacing lead impedance was observed. Pace/sense portion of the lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable throughout the event.